Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the uninterruptible power supply (ups) was not functioning properly, and directly caused the reported issue. The ups was returned for analysis. Confirmed the reported complaint. The power did not turn on with the original batteries. Started to charge the returned batteries. "Clicking" sound came from the ups. Removed the returned batteries, installed known good test batteries and charged. Ran the load test on the test batteries. Passed the 5 minute load test (6min 27 sec). Removed the test batteries and installed new batteries. Charged the new batteries over night. Performed the load test, new batteries passed 5 min load test (6min 17 sec). Recharged the new batteries. Diagnosed problem: battery returned with unit would no longer charge or maintain a charge. A full imaging system check-out was completed following replacement of the ups and all tests passed. Full system functionality was confirmed and the system was returned to service. No further issues reported.

Event description:
A medtronic representative reported that the imaging system mobile view station (mvs) would not turn on. It was reported that none of the normal fan noises could be heard, and a clicking noise could be heard coming from inside the system. This occurred apart from any patient involvement. No additional details were provided.